Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pacing impedance measurements greater than 2000 ohms, sensing was 2.9 millivolts, and loss of capture at maximum outputs. During a routine device change out procedure, the lead was found to be fractured. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.